Event description:
Patient was revised on left hip due to dislocation.

Manufacturer narrative:
An event regarding dislocation involving a trident liner and ceramic head was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
Patient was revised on left hip due to dislocation.

Manufacturer narrative:
As the actual device was not evaluated. An event regarding dislocation involving an unknown tritanium shell was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: could not be performed as no lot information was provided complaint history review: could not be performed as no lot information was provided conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
Patient was revised on left hip due to dislocation.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown tritanium cluster cup. If additional information becomes available, it will be submitted in a supplemental report. Dev ice not returned.